Event description:
Customer reported a blood glucose (bg) level of "high;" cause was unknown. Customer administered a correction bolus using a different pump to successfully address the bg. A recommendation was made to consult with healthcare provider regarding diabetes management.